Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2023-00101 : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the left interlobar arteries using a ruby coil, a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil through the lantern, the physician encountered resistance and the ruby coil unintentionally detached within the lantern. Therefore, the lantern was removed, and the ruby coil was flushed on the back table. The physician then placed and detached another ruby coil in the target vessel successfully using the same lantern. Next, the physician attempted to advance the pod pc; however, the physician encountered resistance and the pod pc unintentionally detached within the lantern. Therefore, the physician removed the lantern and flushed the pod pc out. The procedure was completed using another pod pc and the same lantern. There was no adverse effect to the patient.